Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned devices. The returned sample determined that it was received ten unopened that pertain to product code w8664. Upon visual inspection of the returned sample, an incorrect swage was noted on seven samples, since the marks of the swage area were higher than usual (near the solid part of the needle) and consequently, caused a pull off. In the remaining three samples, the swage and attachment area were noted to be as expected. In addition, the suture was examined, and , the insertion mark was noted as expected in the extremes of the sutures. A functional test was performed using instron equipment, and the pull force did not meet the minimum requirements on two samples. In the remaining eight samples, the pull force result was above the minimum requirements. Based on the information currently available, an incorrect swage was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system.

Event description:
It was reported that a patient underwent an aorto bi-femoral bypass procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported insufficient strength of the connection between the surgical thread and the needle, the needle separated from the thread during use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: (B)(4).